Event description:
Customer reported a blood leak at bowl seal. Customer reported a blood leak alarm occurred in cycle 4 of 6 planned cycles, and the treatment was then aborted with no blood in the kit at that time returned to the pt. Customer stated no unusual noises or alarms preceded the leak alarm, and the centrifuge drain bag was dry. Customer then noticed some condensation under the centrifuge lid prior to the leak alarm. Therakos hotline asked customer to carefully remove the bowl from the centrifuge, and customer stated it appeared that some blood had leaked from the bowl seal area and then run down the centrifuge wall. The product was returned for an investigation.

Manufacturer narrative:
Batch record review: review of lot a327 shows harmac nmr11905 for incorrectly aligned drivetube. This lot met all release requirements. A review of complaints received for lot a327 was performed. There was 1 complaint reported for centrifuge bowl leak alarms to date for this lot. The assessment is based on information available to at the time of the investigation. The root cause could not be determined based solely on the info provided by the customer. (B)(4).